Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with skin irritation using the infusion sets. The customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was over 250 mg/dl. The customer treated her blood glucose level with boluses using the insulin pump and with IV. The customer was having stomach pains. The customer was wearing the insulin pump at the time of hospitalization. The site was red and itching. The device was not returned.